Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. During output activation in seal & cut mode, the probe came into contact with hard tissue, metal or surgical instruments. This caused scratches on the probe. This also caused short circuit error. 2. A force to activate the output in seal & cut mode, or a force to grasp the body tissue was applied to the probe. Therefore, cracks were branching from the scratches on the probe. 3. A force was applied to the probe causing it to break. Or 1. Grasping section was closed without grasping anything while the device was activating in seal & cut mode (this includes after tissue resection) causing the tissue pad to wear out. 2. Since the tissue pad was worn out, non-insulated area of the grasping section and the distal end of the probe came into contact. 3. The output was activated in seal & cut mode in state of description stated above. This caused scratches (contact marks) on the distal end of the probe and the grasping section. The scratches indicate that the distal end of the probe was contacting the distal end of the grasping section. This also caused short circuit error. 4. A force to activate the output in seal & cut mode, or a force to grasp the body tissue was applied to the probe. Therefore, cracks were branching from the scratches (contact marks) on the probe. 5. A force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.

Event description:
As reported for this event by the customer, during a therapeutic was laparoscopic radical operation of endometrial carcinoma procedure, frequent u508 short circuit error messages were received for the device less than five minutes after use. A check was made for the device which indicated that there was an issue with the device and the device probe broke off outside the patient body. A second device of the same model number but different lot was used to continue with the procedure. However, the same issue occurred with the second device. The broken piece again fell off outside the patient body. The procedure was successfully completed with a third device with a delay of more than 15 minutes. There is no harm or adverse impact to the patient. There was no issue of the devices coming into contact with metal or having been stuck while in use that could have contributed to the event.

Manufacturer narrative:
Full name of the facility is (B)(6). There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device probe was broken. The middle portion of the device teflon pad was damaged. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.